Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. One day prior to diagnosis of peritonitis, the patient was hospitalized due to abdominal pain and cloudy effluent. The same day as hospital admission, the patient was treated with injection of amikacin (125mg, ongoing, frequency and route not reported) and intraperitoneal fortum (1 gm, ongoing, frequency not reported). The following day the patient was treated with intravenous fluconazole (100 mg, ongoing, frequency not reported) for the peritonitis. Two days after hospital admission, pd therapy was discontinued and the patient was switched to hemodialysis. It was reported that the pd catheter was planned to be removed. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.